Event description:
Description of event according to initial reporter: on (B)(6) 2022, a 74-year-old female patient underwent tevar with zta-d-32-160-w1/e4130542 and zta-p-36-161-w1/ e4161543. The patient was suitable for the procedure with no problem in the access route. The procedure was completed with no endoleak. On (B)(6) 2022, 3 days after the initial tevar, post-operative CT was performed. On (B)(6) 2022, the physician checked the recorded post-operative CT and confirmed endoleak. The type of the endoleak could not be confirmed, but type 3b, 1b or 4 were suspected. Patient outcome: the endoleak remains and additional procedure to treat the endoleak will be performed in the near future after consultation with the patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 08aug2022 on unknown date, 1month CT confirmed that the endoleak was resolved. It was confirmed that additional procedure was not performed both before and after the 1mon CT. There have been no adverse effects to the patient reported as of 08aug2022.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: a 74-year-old female patient underwent tevar (thoracic aortic endovascular repair) on (B)(6). 2022, in which a zta-d-32-160-w1 and a zta-p-36-161-w1 were implanted. Per the reported information the patient was suitable for procedure with no problem in the access route. The procedure was completed with no endoleak. On (B)(6). 2022, 3 days after the initial tevar, post-operative CT was performed. Probably on (B)(6). 2022, the physician checked the recorded post-operative CT and confirmed endoleak. The type of the endoleak could not be confirmed, but a type 3b, 1b or 4 were suspected. 1month follow-up CT confirmed that the endoleak was resolved. No additional procedure was performed. Two selected 3d reconstructions were provided along with the complaint report and reviewed by an imaging expert. Per the findings in the imaging review "the implantation sequence was likely outside the IFU with the zta-p implanted after the zta-d. This would have created significant pleating at risk for transient type iiia endoleak despite five stent segment overlap. A type iiib endoleak was possible but less likely given the reported resolution one month later. Each of these components consist of 7 covered stent bodies and single bare stents. In this report, the bare stents were excluded from counting. Two stent bodies were likely present at the third most caudal covered stent. The presence of an endoleak at this location demonstrates that the stents were constrained to a maximum diameter of 33mm. If the zta-d was inside the zta-p as in a conventional implantation sequence, the zta-p-36 would have expanded beyond 33mm and obliterated the endoleak. Only if the zta-d had been implanted first, could the grafts measure just 33mm at the overlap". Per the impressions in the imaging review "...the ascending aortic graft, the component sizes and implantation order, the zta-p location, and the descending taa are best explained by zta-p implantation in an elephant trunk. Less likely the arch was not aneurysmal and instead a large proximal descending taa was present. The zta-d was likely placed first to help bridge zta-p extension into the elephant trunk or past a very large aneurysm sac." Also, per the impressions in the imaging review "a type ib endoleak was speculated in the complaint however one was not imaged. Additionally, risk factors for type ib endoleak such as large pleats from no excess oversizing were absent. Review of the device history record gave no indication of the device being produced out of specification. Based on the provided information and imaging review the implantation sequence outside the IFU with the zta-p implanted after the zta-d is the likely cause of the endoleak. It is noted that a zta-p device was used in an elephant trunk which is outside of intended use. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.